Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from the cuff. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection, no damage or anomalies were observed with the device. The device was functionally tested, and the device passed with no leakage observed over a 12 hour test period. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection and testing, the investigation could not confirm the reported issue or determined a root cause. No actions have been assigned at this time.